Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy - ectopic'), embedded device ('essure device is within the myometrium and external to the uterus.') And device expulsion ('us and CT showed normal placement of right sided essure, but left side not seen/essure device is within the myometrium and external to the uterus.') In an adult female patient who had essure (batch no. D19668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3, menses irregular, bacterial vaginosis, left lower quadrant pain, perineal pain, vulval itching and placenta previa. On (B)(6) 2018: pregnancy test, urine: negative. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included uterine bleeding, itching, burning sensation, vulvovaginal candidiasis, acute vaginitis, flank pain, ovarian cyst, abdominal pain and cervical cancer. Concomitant products included ibuprofen, medroxyprogesterone acetate (depoprovera) and tramadol. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic/ abdominal, chronic"), abdominal pain ("pelvic/ abdominal, chronic"), vaginal infection ("bladder/urinary problems ¿ vaginal infect"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines/headaches"), nausea ("nausea") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and vaginal discharge ("bladder/urinary problems ¿ vaginal discharge"). The patient was treated with surgery (tubal ligation and to remove the essure implant). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, embedded device, device expulsion, depression, female sexual dysfunction, dysmenorrhoea, dyspareunia, nausea, anxiety and weight increased outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, vaginal infection, vaginal discharge, heavy menstrual bleeding and vaginal haemorrhage had resolved and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, she did not received treatment for psych injury, bladder/urinary problems ¿ vaginal infect., vaginal discharge current weight: 210 lb. Coils visible on right 4, and 4 coils on left. She was diagnosed with early placenta previa. Discrepancy noted: date of insertion- (B)(6) 2016 and event onset dates reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - in 2016: result essure device was successfully occluded; on (B)(6) 2017: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2019: impression: hyperechoic density noted within the uterine fundus /right adnexa, likely reflecting essure coil. Left essure coil is not clearly visualized on this exam, similar to prior. Bilateral ovaries are not visualized.. Ultrasound scan vagina - on (B)(6) 2018: impression: history of essure for 3 years. At fundus there is an echogenic structure extending from the right endometrial /myometrial junction, appearing to extend through the right myometrium into the adjacent adnexa. The majority of this echogenic structure / essure device is within the myometrium and external to the uterus. No visible significant component within the endometrial canal. 2.7 cm simple right ovarian cyst. Ovaries otherwise unremarkable.. Menorrhagia, vaginal haemorrhage, vaginal discharge, dyspareunia, pelvic pain female batch no d19668 production date 2014-10-22 expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-may-2021: medical record received: medical history, reporter information were added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy - ectopic'), embedded device ('essure device is within the myometrium and external to the uterus.'), device expulsion ('us and CT showed normal placement of right sided essure, but left side not seen/essure device is within the myometrium and external to the uterus.') And genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D19668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3, menses irregular and bacterial vaginosis. On (B)(6) 2018: pregnancy test, urine: negative. Concurrent conditions included uterine bleeding, itching, burning sensation, vulvovaginal candidiasis, acute vaginitis, flank pain, ovarian cyst, abdominal pain and cervical cancer. Concomitant products included ibuprofen, medroxyprogesterone acetate (depoprovera) and tramadol. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic/ abdominal, chronic"), abdominal pain ("pelvic/ abdominal, chronic"), vaginal infection ("bladder/urinary problems ¿ vaginal infect"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines/headaches"), nausea ("nausea") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On 28-jun-2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("bladder/urinary problems ¿ vaginal discharge"). The patient was treated with surgery (tubal ligation and to remove the essure implant). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, embedded device, device expulsion, depression, female sexual dysfunction, dysmenorrhoea, dyspareunia, nausea, anxiety and weight increased outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, vaginal infection, vaginal discharge, menorrhagia and vaginal haemorrhage had resolved and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, she did not received treatment for psych injury, bladder/urinary problems ¿ vaginal infect., vaginal discharge current weight: 210 lb. Coils visible on right 4, and 4 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - in 2016: result essure device was successfully occluded; on (B)(6) 2017: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2019: impression: hyperechoic density noted within the uterine fundus /right adnexa, likely reflecting essure coil. Left essure coil is not clearly visualized on this exam, similar to prior. Bilateral ovaries are not visualized.. Ultrasound scan vagina - on (B)(6) 2018: impression: history of essure for 3 years. At fundus there is an echogenic structure extending from the right endometrial /myometrial junction, appearing to extend through the right myometrium into the adjacent adnexa. The majority of this echogenic structure / essure device is within the myometrium and external to the uterus. No visible significant component within the endometrial canal. 2.7 cm simple right ovarian cyst. Ovaries otherwise unremarkable. Menorrhagia, vaginal haemorrhage, vaginal discharge, dyspareunia, pelvic pain female batch no d19668 production date 2014-10-22 expiration date 2017-10-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy - ectopic'), embedded device ('essure device is within the myometrium and external to the uterus.'), device expulsion ('us and CT showed normal placement of right sided essure, but left side not seen/essure device is within the myometrium and external to the uterus.') And genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D19668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3, menses irregular and bacterial vaginosis. On (B)(6) 2018: pregnancy test, urine: negative. Concurrent conditions included uterine bleeding, itching, burning sensation, vulvovaginal candidiasis, acute vaginitis, flank pain, ovarian cyst, abdominal pain and cervical cancer. Concomitant products included ibuprofen, medroxyprogesterone acetate (depoprovera) and tramadol. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic/ abdominal, chronic"), abdominal pain ("pelvic/ abdominal, chronic"), vaginal infection ("bladder/urinary problems ¿ vaginal infect"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines/headaches"), nausea ("nausea") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("bladder/urinary problems ¿ vaginal discharge"). The patient was treated with surgery (tubal ligation and to remove the essure implant). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, embedded device, device expulsion, depression, female sexual dysfunction, dysmenorrhoea, dyspareunia, nausea, anxiety and weight increased outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, vaginal infection, vaginal discharge, menorrhagia and vaginal haemorrhage had resolved and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, she did not received treatment for psych injury, bladder/urinary problems ¿ vaginal infect., vaginal discharge current weight: 210 lb. Coils visible on right 4, and 4 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - in 2016: result essure device was successfully occluded; on (B)(6)2017: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2019: impression: hyperechoic density noted within the uterine fundus /right adnexa, likely reflecting essure coil. Left essure coil is not clearly visualized on this exam, similar to prior. Bilateral ovaries are not visualized.. Ultrasound scan vagina - on (B)(6) 2018: impression: history of essure for 3 years. At fundus there is an echogenic structure extending from the right endometrial /myometrial junction, appearing to extend through the right myometrium into the adjacent adnexa. The majority of this echogenic structure / essure device is within the myometrium and external to the uterus. No visible significant component within the endometrial canal. 2.7 cm simple right ovarian cyst. Ovaries otherwise unremarkable. Menorrhagia, vaginal haemorrhage, vaginal discharge, dyspareunia, pelvic pain female . Most recent follow-up information incorporated above includes: on 15-oct-2019: medical record received. Event added from mr was : us and CT showed normal placement of right sided essure, but left side not seen. Concomitant and historical conditions were added. Lab data and reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy - ectopic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D19668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight. Concomitant products included ibuprofen, medroxyprogesterone acetate (depoprovera) and tramadol. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic/ abdominal, chronic"), abdominal pain ("pelvic/ abdominal, chronic"), vaginal infection ("bladder/urinary problems ¿ vaginal infect"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines/headaches"), nausea ("nausea") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("bladder/urinary problems ¿ vaginal discharge"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, depression, female sexual dysfunction, dysmenorrhoea, dyspareunia, nausea, anxiety and weight increased outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, vaginal infection, vaginal discharge, menorrhagia and vaginal haemorrhage had resolved and the migraine was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, she did not received treatment for psych injury, bladder/urinary problems ¿ vaginal infect., vaginal discharge current weight: 210 lb diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - in 2016: result essure device was successfully occluded; on (B)(6) 2017: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received. Lot number added. Reporter information, concomitant drug, medical history added. Event : abnormal bleeding (vaginal), apareunia, dysmenorrhea, dyspareunia, migraines/headaches, nausea, mental anguish, weight gain added.event psych injury were updated as psych injury/depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy - ectopic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic/ abdominal, chronic"), abdominal pain ("pelvic/ abdominal, chronic"), vaginal infection ("bladder/urinary problems ¿ vaginal infect"), vaginal discharge ("bladder/urinary problems ¿ vaginal discharge"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and psychological trauma ("psych injury"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal infection, vaginal discharge and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, she did not received treatment for psych injury, bladder/urinary problems ¿ vaginal infect., vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2016: result essure device was successfully occluded; on (B)(6) 2017: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events added: abdominal, chronic pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, bladder/urinary problems vaginal infect., vaginal discharge, pregnancy ectopic were added. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.